Manufacturer narrative:
Date of event estimated. The allegation is against [2] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4); serial: (B)(6), batch: 6618334." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2421.

Event description:
Related manufacturer reference number: 1627487-2024-07820 it was reported that the patient's system diagnostics recorded high impedances, upon further investigation, the lead had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating that surgical intervention took place where both leads were explanted, and one lead was replaced to address the issue. The patient has 3 total leads implanted. The physician also elected to replace the ipg. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. Correction - section b1 - correction uncheck product problem. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.